Event description:
Information was received from a manufacturer representative regarding a trial patient with an external neurostimulator (ens). It was reported that the patient was experiencing spasms in the upper whether the stimulation was turned on or off. The patient was provided medication and advised to use ice. The patient reported that the symptoms were sudden. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the spasms was not determined, but the physician believes that it's the patient's sensitivity to pain. The physician prescribed valium and the spasms resolved before the end of the trial. No further complications are anticipated.